Event description:
It was reported that the fiber tip broke during the procedure. The procedure was completed using a new fiber from the same model. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Analysis of the returned fiber identified glass cap detachment. The metal cap exhibited moderate detritus adhesion on its surface. The fiber was tested with hene laser fixture; there are no signs of breakage along length of fiber. The fiber was tested using the forward firing test fixture and the result was above the threshold for potential patient harm; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap found during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages, including glue failure and dcf. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that the fiber tip broke during procedure. The procedure was completed using a new fiber from the same model. There were no patient complications.